Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection. There was no intervention made at the moment and the device remains in service. No adverse patient effects were reported.